Manufacturer narrative:
This event occurred in (B)(6). Based on the data provided, a general instrument or reagent problem could not be identified. The investigation is ongoing.

Event description:
The initial reporter received questionable results for 1 patient tested for elecsys troponin t hs results on a cobas 8000 e 801 module. The initial result was 50.8 ng/l. This result was reported outside of the laboratory. After a second sample produced a result of 13.6 ng/ml, the original sample was repeated and the result was 11.1 ng/l. The reagent lot number was 47003401 with an expiration date of 31-jul-2021.

Manufacturer narrative:
The patient did not receive any invasive treatment based on the results due to a normal result was reported to the customer shortly after. The investigation did not identify a product problem. The cause of the event could not be determined.